Event description:
Customer received a reading of 357mg/dl on the contour next ez. An ambulance was called and the customer was retested by the paramedic. The reading was 249mg/dl. The customer was taken to the hospital where her blood glucose level was decreasing. Information regarding treatment was not obtained. The advocate was asked to return the test strips for evaluation. A new meter and strips were sent to the customer.

Manufacturer narrative:
The initial reporter phone and address were not provided.